Manufacturer narrative:
Additional information received clarified that due the calcified nature of the femoral artery a graft was positioned around the detached nose cone and the nose cone was left in place and was not surgically removed and previously reported. The patient left in stable condition.

Manufacturer narrative:
H6 and h10: per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment.   The delivery system was returned to edwards lifesciences for evaluation.  The device underwent visual and dimensional analysis.  Upon visual inspection, a radial balloon burst was observed, and the distal portion of the balloon was observed to be separated and not returned with device.  No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst). The complaint for ¿balloon ¿ burst¿ was confirmed through visual inspection.  During dimensional testing, the single wall thickness of the inflation balloon near the observed burst was measured at one point on the distal side and one point on the proximal side of the balloon.  A thin wall could leave the balloon more susceptible to bursts and may be indicative of a manufacturing non-conformance.  The balloon single wall thickness at all measured locations were found to be within specification.  The complaints for ¿balloon ¿ burst¿, ¿delivery system ¿ withdrawal difficulty-through sheath¿, and ¿distal tip, nose tip ¿ separated¿ were confirmed based on visual inspection of the returned device. Review of manufacturing mitigations, dimensional measurements, and device visual inspection did not indicate any manufacturing nonconformances contributed to the reported event.  An in-depth evaluation regarding complaints and clinical data for ¿balloon ¿ burst¿ has been documented in a technical summary written by edwards lifesciences.  In this technical summary, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As reported by the complaint site, the patient had severe calcification in the native annulus. The technical summary additionally demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from the IFU and training manual and the manufacturing process), as identified in the technical summary, are still in place. Once the inflation balloon burst, the profile of the balloon would have been altered. This would have created difficulty in withdrawing the delivery system, as the burst balloon could have been caught on the tip of the sheath. Additionally, tortuosity in the access vessel could also cause non-coaxial retrieval angles, which would have further exacerbated delivery system withdrawal difficulties through the sheath. If excessive force and/or manipulation were applied to retrieve the delivery system into the sheath, the distal tip could then have separated. As such, available information supports that patient/procedural factors likely led to the reported event and there is no evidence of device malfunction or manufacturing nonconformance.  Since the occurrence rate did not exceed the april 2019 control limit for the trend category (¿balloon burst¿), neither product risk assessment (pra) escalation nor corrective action is required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information received indicated the patient had severe annular calcification and the balloon had nominal volume prior to inflation.  The operator did not report having any difficulty inserting/withdrawal the sheath into the patient or difficulty inserting/withdrawal the delivery system though the sheath.  The patient is reported to be doing well, remains in the hospital but expected to go home within a week.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure, at the implant of a 26 mm sapien 3 valve, the delivery system balloon burst on peak inflation.  The distal part of the balloon (3cm) and the nose cone became detached from the delivery system.  The delivery system was removed from the patient and a snare was then introduced in an attempt to remove the distal tip of the delivery system through the sheath.  The effort, however, was unsuccessful and a surgeon had to surgically remove distal tip from the patient¿s right common iliac.